Event description:
It was reported that the customer had an error alarm during manual prime. The customer blood glucose level was unknown. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump had compromised force sensor system alarm during basic occlusion test due to protruded/loose drive support disk. Pump received with minor scratched display window. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker.